Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this complaint was not returned. X-ray evidence provided was reviewed and found enough evidence to confirm implant dislocation. The reported dislocation condition was confirmed. However, no implant noise can be confirmed trough the evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
In addition to what were previously reported in the medical records, there was no revision provided. However, clinical visit reported limping and mild discomfort.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "nurse paralegal". (B)(4).

Event description:
Pinnacle medical records received. After review of medical records the patient had closed reduction performed after 1st revision to address left hip pain, popping sound, dislocation, deformity, decreased rom, subluxation and disability. Clinical visit on (B)(6) 2018; left hip periprosthetic fracture, pain, deformity, decrease rom, dislocation, subluxation, disability and instability. Head is a competitor. Fracture was already captured on the 1st pc. Dor: (B)(6) 2017; dor: not revised ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.